Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s901usqu8gyj1. Hardware: sm-s901u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward. This indicates a needle mechanism failure. It was also reported that the patient received an error message for pod communication error. No impact to the patient's glucose level was reported. The pod was not worn for treatment. As treatment, a new pod was placed.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod had been deactivated at the end of the first priming sequence. Inspection found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended. Inspection of the pod found no damages or manufacturing deficiencies that would result in a communication error. During the investigation, the pod was able to communicate with the master relay for data download and was able to communicate with an unused controller for testing. Though no issues were observed, it could not be determined if a communication error occurred during activation. The exact cause of the reported event could not be determined.